Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -14.0/+1.5/115 into the patient's right eye (od) on (B)(6) 2023. Excessive vault and significant reduction of irido-corneal angles were noted. The lens was removed on (B)(6) 2023 and in a separate surgery that day a shorter length lens was implanted. The problem was resolved. Cause was reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angels. Claim# (B)(4).